Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Loose sharp was returned. No issue with sharp. It was unable to perform further investigation due to no product returned. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device remained in their skin and was bleeding. The customer treated themselves by removing the filament and cleaning the skin with an antiseptic solution with alcohol. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device remained in their skin and was bleeding. The customer treated themselves by removing the filament and cleaning the skin with an antiseptic solution with alcohol. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.